Event description:
A surgeon reported an anterior capsule tear in a patient with a small pupil during a laser assisted cataract procedure. The surgeon is unsure if the tear was caused by the laser treatment or from the malyugin ring insertion. The surgeon also used bimanual irrigation and aspiration to reduce the stress of the capsule due to the small pupil. The surgeon was able to insert the intended intraocular lens implant and no vitrectomy was needed. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).